Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Customer initially called on (B)(6) 2018 stating meter was reading high and low. Customer was driving and did not have test strip lot information at time. Customer was going to call back to troubleshoot. Contact was made with the customer on (B)(6) 2018. Customer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 194 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 219 mg/dl and 219 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/24/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).